Event description:
The customer reported while unloading the stretcher from the ambulance, the safety bail did not engage with the safety hook allegedly allowing the cot to roll out of the ambulance striking the bumper of the ambulance. As a result of the incident, the patient alleged sustaining a laceration on his head and the medic sustained an alleged hand injury with medical intervention consisting of an ER evaluation and general first aid. The cot will be evaluated. No further details were provided.

Manufacturer narrative:
The device was evaluated by an authorized service technician. The technician function, cycle and weight tested the unit and found no damages and/or issues that would have contributed to the safety bail not engaging with the safety hook. The cause of the incident was attributed to the operators inability to maintain control of the stretcher during the off-loading of the stretcher from the ambulance. No further details were provided pertaining to the alleged injuries. The device was cleared to return to service.

Event description:
The customer reported while unloading the stretcher from the ambulance, the safety bail did not engage with the safety hook allegedly allowing the cot to roll out of the ambulance striking the bumper of the ambulance. As a result of the incident, the patient alleged sustaining a laceration on his head and the medic sustained an alleged hand injury with medical intervention consisting of an ER evaluation and general first aid. The cot will be evaluated. No further details were provided.